Event description:
The manufacturer received information alleging that the dreamstation 2 device was being returned and the patient allegedly suffered a stroke which resulted in a hospitalization. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "the manufacturer received information alleging that the dreamstation 2 device was being returned and the patient allegedly suffered a stroke which resulted in a hospitalization. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.